Event description:
The tubing previously labeled as cadd yellow striped administration set with label yellow in color is now packaged cadd administration set and is no longer yellow. Also, the written description of the product states a 0.2u air eliminating filter. However, the photo on the package depicts 2.0u filter.